Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a size 6 rsp (reverse shoulder prosthesis) stem being loose. The surgeon removed the stem. The surgeon also removed the glenoid head and poly and replaced with a size 44 +8 glenoid head and a size 44 semi-constrained poly.